Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Customer experienced an elevated blood glucose (bg) of over 500 mg/dl. Customer took no action to address bg. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.